Event description:
It was reported the pt's scs ipg was explanted and replaced due to pain at the scs ipg pocket site. It was also reported the physician elected to replace the pt's scs leads. The pt was receiving effective stimulation post-operative.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.